Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient became hypotensive. Initially, the patient was treated with neosynephrine, but the patient became bradycardic so, one day post procedure, the neosynephrine was discontinued and dopamine was started. While weaning from the dopamine, midodrine was started. Three days post procedure, the patient was discharged to home with orders to continue taking midodrine three times a day. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Hypotension and bradycardia are known possible adverse events associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.